Event description:
It was reported that the subject device broke off during a transurethral resection of bladder tumor (turbt). The broken piece was retrieved from the patient's bladder with a forceps and the patient's health was not impacted. They reported there was up to a 10 minute delay and the procedure was completed with a similar device.